Manufacturer narrative:
Investigation: according to the visual analysis of the photo, it was possible to identify the foreign matter in the product, however, as the definition of the photos was of low quality it was not possible to have a good visualization of the characteristics of the foreign matter in the product. No objective evidence of this incident was found during the device history record and quality notifications analysis for the claimed lot. The incident may have been caused by foreign matter accidentally falling during the filling of the package machine.

Event description:
It was reported that foreign matter was seen in the insyte 20ga x 1.16in packaging before use. The following information was provided by the initial reporter, translated from spanish to english: "inside the package of the catheter there was a very large particle, it was dirty."

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was seen in the insyte 20ga x 1.16in packaging before use. The following information was provided by the initial reporter, translated from spanish to english: "inside the package of the catheter there was a very large particle, it was dirty."